Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited a pocket infection. A revision was performed, but this rv lead was unable to be removed using multiple methods and the physician decided to surgically abandon the lead. In addition, the patient was transferred to another facility for a laser lead extraction. Subsequently, this rv lead was explanted and replaced with temporary pacing wire. No additional adverse patient effects were reported.